Event description:
It was reported that an ilet user experienced nighttime hyperglycemia, with reports of frequent ilet pauses when glucose trended down, overtreatment of lows, and subsequent rebound highs, leading to a request for a factory reset and assistance with device setup and use. Symptoms included episodes of hypoglycemia and hyperglycemia with reported glucose values ranging from 40 to 400 mg/dl. Outcomes included no injury, no hospitalization, and resolution of the immediate device-use concerns following troubleshooting. Investigation included guided troubleshooting, data sync to the ilet mobile app, device disconnection from the body, factory reset, sensor pairing verification, pump rewind and drop test, reconnection, cannula fill, and weight entry to resume automated therapy. Investigation of this case revealed no device alarms, no hardware malfunction, confirmed insulin delivery function via observed drops, and user-driven pauses and overtreatment behavior likely contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-pattern factors rather than a device malfunction.